Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead had multiple episodes with tachy therapy, and in the last shock of the last episode, the delivered shock impedance measurement was greater than 125 ohms in reversed polarity. There were times that anti-tachycardia pacing (atp) got the patient out of faster rhythms, however there were also times where shocks were needed. Without a right atrial (ra) lead, it was difficult to confirm whether this was a conducted rhythm. As a result of the out-of-range shock impedance measurement, the ICD began beeping 16 times every six hours. Technical services (ts) discussed troubleshooting/programming options, and lead revision was recommended. This rv lead remains in service. No adverse patient effects were reported.